Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cx 15cm is (B)(4). Correction to field c2/d10: concomitant product/therapy upon receipt at the quality assurance laboratory, the returned pump underwent a comprehensive evaluation. Microscope inspection revealed that the tubing had been cut down to the pump block and was not returned for analysis. Leakage testing and functional testing were performed, and the pump passed both tests. The allegations of a mechanical issue and a hole/perforation in the tubing could not be confirmed. Based on this investigation, a clear probable cause for the event could not be established; therefore, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, it was confirmed by the physician that there was a crack in the pump connecting tube. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis device. During a revision surgery, it was confirmed by the physician that there was a crack in the pump connecting tube. The pump was explanted and replaced. There were no patient complications.